Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter to obtain further information. No patient information was provided. A lumenis technical engineer examined the subject device powersuite laser completing performance tests of all specifications and concluding the device operated to manufacturer's specifications. The initial reporter stated that the fiber that they were using was on fire near the proximal end of the fiber, where strain ends. This is approx 3-4 inches from proximal end of fiber. A non-lumenis fortec smartscope 200u bare holmium fiber was deployed during the procedure. Lumenis concluded that the subject device lumenis laser was not the cause of the reported event. Lumenis concluded a non-lumenis fiber may work on its lasers but the company does not recommend such use. Use of a non-qualified accessory is the determine cause of the event reported. Lumenis will forward a copy of the original medwatch to the subject device manufacturer. Subject product information: fortec smartscope 200u bare holmium fiber. Correct manufacturer information: fortec medical, (B)(4).

Event description:
A user facility reported that during a procedure during which a lumenis powersuite laser was deployed, the "fiber/system caught fire at the fiber metal connection to the machine." No report of patient harm was received.

Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its complaint files from january 2015 - may 2017 which suggest that fiber connectors had overheated. An investigation of the reported event found that the reported malfunction of the fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Although no injury was reported and no medical intervention was required to preclude permanent impairment, and although there is no evidence that a lumenis product had malfunctioned in this event, lumenis is still reporting this event as a product problem/malfunction since a lumenis laser system was a contributory part of the adverse event.